Manufacturer narrative:
The technician found the communication cable is broken at the connection to the sidecom board. The technician does not know how the damage occurred. The technician replaced the communication cable to resolve the issue.

Event description:
The technician alleged the bed had no nurse call function. No patient impact.